Event description:
Caller alleged discrepant inratio2 results. Therapeutic range: 3.0-3.5. Pt self tester was hospitalized due to high inr lab results. Pt was given 5mg of vitamin k orally. Pt's medical doses: (B)(6): 22mg of coumadin. (B)(6): 22mg of coumadin. (B)(6): no coumadin taken. (B)(6): no coumadin taken. (B)(6): 18mg of coumadin.

Manufacturer narrative:
Investigation pending.